Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving baclofen (500 mcg/ml at 24.98 mcg/day) via an implanted pump. The indication for pump use was intractable spasticity. It was reported that the patient did not like the pump. The benefits did not outweigh the risk/discomfort. He stated that the pump ¿did not agree with his body¿. With regards to any environmental, external, or patient factors that may have led or contributed to the issue, ¿n/a¿ was noted. The pump was explanted with no plans to reimplant in the future. The issue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event.